Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejected batteries. The customer's blood glucose was not provided at the time of the incident. The customer stated a diminished battery life. Customer also stated that the insulin pump had a rewinding anomaly where it would be louder when it would rewind. Troubleshooting was not provided and no issue was resolved. The insulin pump will not be returned for analysis.